Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is the patients current condition? Patient is currently wearing a colostomy bag but in good health. Is the colostomy permanent or temporary? Unknown. Were any unexpected noises heard? If so, when? According to the surgeon¿.after firing the ecs stapler (unsure of size stapler) the surgeon mentioned he did hear a crunch and then proceeded to put the safety back in place. Were there staples present? Unknown. After firing how many time was the adjusting knob turned to open the device? The device by a counterclockwise turn ½ to ¾ rotation. Were any of the forces higher or lower than expected (closing, firing, or opening)? The device did not want to release from the rectum despite rotating the device back and forth. Eventually it did come out but there was a tear in the posterior. Was the washer inspected? If yes how did it appear? The washer was inspected and there were two complete donuts of tissue.

Event description:
It was reported that during a low anterior resection, the device was fired. The surgeon opened the device and tried to remove the device and it would not remove. The surgeon wiggled the device and still it could not be removed. The tissue was ripped posteriorly. The patient received a colostomy. The surgeon stated there were two full donuts. It is unknown if the device will be returning.